Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire entrapment occurred. Endovascular aneurysm repair was performed. Vascular access was obtained via from the right to left artery. The target lesion was located in the femoral artery. An amplatz super stiff¿ guidewire was advanced and crossed the lesion. However, upon removal, the device was caught on the introducer sheath and became stretched and uncoiled. The device was completely removed from the patient. No wire particles were left inside the patient's body as seen on x-ray. However, on close examination of the device, it was noted that the device was damaged and unraveled but was wholly intact. Upon completion of the procedure and closure of wounds, further x-ray was performed. No foreign body was noted. The procedure was completed. No patient complications were reported and the patient's status was stable.